Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the black ring fell off of reservoir area. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported crack in insulin pump casing top left corner and on screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip, cracked lcd window, cracked case from display window corner and missing o-ring (reservoir tube). A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.